Event description:
On (B)(6) 2009, the patient reported that about 4 months ago, she noticed the up and down buttons on her insulin infusion device are not properly working. She said she noticed this when she was trying to bolus. She said the buttons will eventually respond but she has to press the buttons several times before they respond. The buttons pop up when pressed. Her device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.